Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the complaint states: ¿(B)(6) hospital have raised a problem with a mix of cement stating the powder was lumpy and it didn¿t mix properly. I did note that the temperature where they stored their cement was on average around 24 degrees and suggested they should store somewhere cooler. The complaint was raised by (B)(6). (B)(6) hospital derbyshire. The date of the mix was (B)(6). This was discarded. The product was smartset ghv code 3095040 they didn¿t keep the box from the mix however the lot number from the batch that it was taken from is 9039322 the product was well within the expiry date.¿ the retained samples were tested in a temperature and humidity controlled laboratory (see attachment ¿(B)(4) retest results.pdf¿). Mean dough time: 0min 48sec. Mean setting time: 10min 10sec. End of working time: 6min 59sec. Mixing characteristics: stiff. Handling characteristics: soft. The reported failure was not repeated in the testing of the retained samples of this batch. The cement mixed and behaved as expected for the product type. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 9039322. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 4080 units released. Lot expiry date: 31 december 2020. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital have raised a problem with a mix of cement stating the powder was lumpy and it didn't mix properly. I did note that the temperature where they stored their cement was on average around 24 degrees and suggested they should store somewhere cooler.

Event description:
10 minutes surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.